Event description:
It was reported to boston scientific corporation that about five minutes into a percutaneous nephrolithotomy procedure, the probe snapped in half. The physician completed the procedure with another probe, with no complications to the patient, who is reportedly "stable" post-procedure.

Manufacturer narrative:
The investigation concluded that breakage of the probes is caused by the user bending the probe along its axis. The most likely root cause for this complaint is a user error.